Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's keypad, on the insulin pump, was not working. He also received button error alarms. His blood glucose level was 107 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.